Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as the patient did not wash their hands prior to therapy after caring for their animals. The patient was hospitalized for the event. The patient was treated with vancomycin and fortaz intraperitoneally (ip) for peritonitis. On an unreported date, the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient was recovering from the peritonitis event. Additional information was not available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.